Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/44656) on 28-mar-2018. The most recent information was received on 18-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of ovarian perforation ("one essure was not implanted correctly/ , part of it was in the ovary cavity and part of the essure device had to be cut.") In a female patient who had essure (batch no. D35374) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "one essure was not implanted correctly, part of it was in the ovary cavity and part of the essure device had to be cut". On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with uterine haemorrhage and device deployment issue ("one essure was not implanted correctly/ , part of it was in the ovary cavity and part of the essure device had to be cut."). In (B)(6) 2016, the patient experienced ovarian failure ("ovarian failure"), abdominal distension ("abdominal swelling"), muscle disorder ("muscle malaises") and head discomfort ("head malaises"). In (B)(6) 2016, the patient experienced uterine contractions abnormal ("severe contractions because her body was expelling the product"). On an unknown date, the patient experienced myalgia ("muscle pain in legs"), back pain ("lumbar pains"), pelvic pain ("pelvic pains"), abdominal pain ("abdominal pains"), headache ("headache") and dizziness ("dizziness"). At the time of the report, the ovarian perforation, device deployment issue, ovarian failure, abdominal distension, muscle disorder, head discomfort, myalgia, back pain, pelvic pain, abdominal pain, headache and dizziness outcome was unknown and the uterine contractions abnormal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, device deployment issue, dizziness, head discomfort, headache, muscle disorder, myalgia, ovarian failure, ovarian perforation, pelvic pain and uterine contractions abnormal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: ovarian perforation. The analysis in the global safety database revealed 24 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-apr-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 28-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of ovarian perforation ("one essure was not implanted correctly/ , part of it was in the ovary cavity and part of the essure device had to be cut.") In a female patient who had essure (batch no. D35374) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "one essure was not implanted correctly, part of it was in the ovary cavity and part of the essure device had to be cut". On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with uterine haemorrhage and device deployment issue ("one essure was not implanted correctly/ , part of it was in the ovary cavity and part of the essure device had to be cut."). In (B)(6) 2016, the patient experienced ovarian failure ("ovarian failure"), abdominal distension ("abdominal swelling"), muscle disorder ("muscle malaises") and head discomfort ("head malaises"). In (B)(6) 2016, the patient experienced uterine contractions abnormal ("severe contractions because her body was expelling the product"). On an unknown date, the patient experienced myalgia ("muscle pain in legs"), back pain ("lumbar pains"), pelvic pain ("pelvic pains"), abdominal pain ("abdominal pains"), headache ("headache") and dizziness ("dizziness"). At the time of the report, the ovarian perforation, device deployment issue, ovarian failure, abdominal distension, muscle disorder, head discomfort, myalgia, back pain, pelvic pain, abdominal pain, headache and dizziness outcome was unknown and the uterine contractions abnormal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, device deployment issue, dizziness, head discomfort, headache, muscle disorder, myalgia, ovarian failure, ovarian perforation, pelvic pain and uterine contractions abnormal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 03-apr-2018 for the following meddra preferred term: ovarian perforation. The analysis in the global safety database revealed 23 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.